Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within specification. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(4) 2015 by the eye care professional (ecp) that the patient used the contact lenses and developed a cornea ulcer. The patient had no problems on the friday ((B)(6) 2015) when she was fitted with the lens, but on the following day, she went back to the ecp "complaining". It was noted that the patient did not want to wear the contact lenses again until they have been analyzed. Additional information was received from the ecp on (B)(4) 2015 which stated that the patient came into the practice on monday ((B)(6) 2015) and tuesday ((B)(6) 2015) with no problems. She has had previous problems in the past with corneal ulcers while using other lenses (unknown brands). When the patient came in on friday ((B)(6) 2015), there were no issues present apart from some dryness. On saturday ((B)(6) 2015) the patient experienced a corneal ulcer and she went to the hospital and is currently being treated by them - (treatment unknown and treating facility unknown). The patient cannot wear lenses for 6 to 8 weeks. The ecp doesn't think that it was the lenses that caused the issue but would like them checked just incase. Additional information has been requested, but not yet received.

Manufacturer narrative:
The devices available, but has not been received for analysis. The lot number is known. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).